Event description:
It was reported that "it was noted that when the ground pad (dispersive electrode), was removed from a pt's thigh, pt had received a 2-3cm superficial burn, in the ground pad area. Sulfa cream was applied."